Manufacturer narrative:
(B)(4). The clip delivery system was returned. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. Returned device analysis confirmed that the steerable sleeve functioned as intended and the reported issue could not be confirmed. The actuator mandrel was observed to be bent. All available information was investigated and the reported sleeve steering issue was not confirmed and a definitive cause for the reported issue in this incident could not be determined. Additionally, a definitive cause for the observed bend on the mandrel cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report a sleeve steering issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was prepared per the instructions for and inserted into the steerable guide catheter (sgc) (blue line to blue line) and straddled according the instructions for use. When the m knob was turned 1/4 of a turn, a very fast jump/strange response was felt and the clip moved posteriorly. The m knob was turned back to neutral and once again turned 1/4 of a turn, with the same response. The decision was made to remove and replace the clip. Two clips were implanted with a final mr grade of less than 1. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.